Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead dislodged during a pocket revision procedure. The lead also had an insulation breach. The lead had not dislodged prior to the procedure. The procedure was done because the patient complained of discomfort due to her device being implanted sub-pectorally.